Manufacturer narrative:
As reported, the wire coiled inside of a 6/7f mynxgrip vascular closure device (vcd) balloon. When the physician went to snug up the inflated balloon against the artery wall just prior to deployment, everything pulled out. There was no reported patient injury. Additional information was requested but not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2506202 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " component component issue and balloon pull through" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the wire coiled inside of a 6/7f mynxgrip vascular closure device (vcd) balloon. When the physician went to snug up the inflated balloon against the artery wall just prior to deployment, everything pulled out. There was no reported patient injury. Additional information was requested but not available. The device is not being returned for evaluation as it was previously discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.